Event description:
The customer experienced bruising after insertion of the Abbott Diabetes Care (ADC) device. The customer self-treated the insertion site by applying an over-the-counter wound-healing ointment. It was noted that the customer intended to show the area to a doctor in the coming days. No third-party medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.